Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material on the tip of the nozzle and cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: the causes of the foreign materials remaining were unable to be specified since it was unknown whether reprocessing was practiced in accordance with the instructions for use (IFU). Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.